Manufacturer narrative:
No samples were returned for evaluation and root cause analysis. The customer's complaint history was reviewed, this is 1 of 10 complaint reports of this nature (product leaking) reported by this account. A review of the DHR indicated no deviations. The finished goods lot was released per specification. The customer did not retain a sample for this investigation, functional testing for root cause determination could not be performed. The reported system messages have been attributed to leaking cassettes/drain bags. Drain bags have shown acceptable functional test results, however, when the drain bag is in the upper range of the cracking pressure specifications (pressure required to open and allow drainage in to the drain bad), leaking may occur at the pump elastomer signaling a system message. Alcon has adjusted inventory of conforming drain bags with cracking pressures in the upper tolerance zone to conforming drain bags with cracking pressure in the lower tolerance zone. Alcon is currently working with the drain bag supplier to evaluate further enhancements to the drain bag design. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
The customer reported: that during surgery it was noticed that the bss was leaking from the cassette, this did not interrupt the surgery and machine continued to work, surgery was complete without any pt harm. They took the cassette out at the end of surgery and noticed lots of water behind the cassette. Additional information was requested.